Event description:
During a follow-up appointment with her physician, the patient reported to the attending company representative that she had an increase in seizures and change in seizures pattern. The patient was at neos=no, but the physician decided refer her for prophylactic replacement as she was showing symptoms of a depleted battery. The patient¿s normal mode diagnostics indicated that the patient was still receiving a full amount of therapy. The patient's generator was replaced. Per the implant card, the replacement occurred for prophylactic reasons. No further relevant information has been received to date. The suspect product has not been received to date.